Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported calibration errors which led to a bad sensor error. The blood glucose reading was 112 mg/dl. He stated that the alert occurred while laying in bed and after the initialization period. The sensor was not expired. Customer is following calibration recommendations. He did stated that he ate dinner shortly before calibrating and was advised that it may be a cause of the calibration error. He also mentioned that he had some blood at the site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.